Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the iol was exchanged for a toric lens from the same company 1 month and 21 days after the initial implant procedure. The iol was explanted for an unspecified patient reason and a clinical reason. Additional information was requested.